Event description:
It was reported that a patient presented remotely with under-sensing and suspected device migration noted on the patient's insertable cardiac monitor. No intervention or patient consequences were reported.